Manufacturer narrative:
H3,h6: the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and oil residue was noted at the distal and proximal joints. Both enclosures were noted to be damaged. The foot pedal cord was damaged. A functional evaluation revealed that the piston migration was at 2.60 inches. The device was delayed in it¿s pressurization. The device passed the weight test. The complaint was confirmed and the root cause has been associated with a seal failure. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.

Event description:
It was reported that the spider tenet had a oil leakage. No case involved. Therefore, there was no patient involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.